Event description:
My daughter is a type 1 diabetic and over the last 2-3 months we have noticed profound deficiencies with the accuracy of the dexcom g7. There have now been at least 3 events that resulted in life threatening hypoglycemia. The most recent event happened today at approximately 12:30 am when my daughters dexcom had a blood sugar reading of 100 but she felt very low so we did a finger prick and it revealed a blood sugar of 42. This same situation happened twice last week. In one situation her blood sugar reading on the dexcom was 167 but her finger prick was 85. The second event last week showed she was 121 when her finger prick revealed a blood glucose of 39. If it were not for my daughter feeling weak, disoriented and as she describes "low" I fear the outcomes would have been near fatal. I have made a sweet complaints to dexcom over the last 2-3 months and as recently as last week (B)(6) 2025 but I feel as though it is time for the FDA to get involved. My daughter has now been traumatized to go to sleep at night fearing she will die in her sleep as a result of inaccurate readings. She is experiencing ptsd from the severe hypoglycemic events. It is imperative that this issue be looked into to prevent future potentially dangerous and possibly fatal scenarios for my daughter and those who use dexcom g7.